Manufacturer narrative:
Device evaluated by MFR: the rotablator rotalink plus device was returned together with the rotawire. There was blood on the rotablator device and wire. There were kinks in the rotawire. The advancer unit and burr unit were received together with the end of the advancer opened. The advancer knob was received loosened in a backward position. Visual and microscopic examination was performed. The burr was detached and received on the rotawire. The burr had portion of the coil broke off inside of it. The annulus of the burr was not rounded and damaged. The coil appeared to have damage at the end of the separated burr. An attempt to remove the burr from the rotawire was unsuccessful due dried saline or contrast. The burr was soaked in hot water and another attempt was made to remove the burr from the wire. The burr was successfully removed with no further issues from the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr was embedded in the vessel and shaft break occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 1.50mm rotalink plus was selected for use. During the procedure, the burr tip broke off from the drive shaft and it was embedded in the vessel wall. The burr was removed using a non-bsc guideliner. The procedure was completed with balloon and stents. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4) age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that the burr was embedded in the vessel and shaft break occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 1.50mm rotalink plus was selected for use. During the procedure, the burr tip broke off from the drive shaft and it was embedded in the vessel wall. The burr was removed using a non-bsc guideliner. The procedure was completed with balloon and stents. No patient complications were reported and the patient's status was fine.